Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room for unrelated reasons, post-paced t-wave oversensing on the v lead was observed on stored egm .the patient was not symptomatic during oversensing. The programming changes were made.